Event description:
It was reported that a boston scientific protegen sling was implanted. The exact implantation date is unknow, however three implant dates were reported: (B)(6), 1997, (B)(6), 2000, and (B)(6), 2002.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.